Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent salpingo-oophorectomy, sacrocolpopexy with davol flat mesh of the anterior sacrum and anterior/posterior cuff, pubocervical ring repair, burch procedure, cystoscopy, suprapubic catheter placement, cystocele repair, and ventral hernia repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.